Manufacturer narrative:
One opened probe was received with a tip protector, in a bubble bag, for the report of actuation and cut failure and abnormal noise. The returned sample was visually inspected and found conforming. The sample was then functionally conforming for actuation, aspiration and cut. The sample was found conforming for actuation and aspiration, with no noise observed during the functional tests, and was non-conforming for cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The cutting edge of the inner cutter was observed to be damaged. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. The complaint evaluation did not confirm that the probe had abnormal noise. The complaint evaluation did confirm the probe had a cut issue. The most likely root cause for the poor cutting is the observed damage to the inner cutter of the probe. A damaged inner cutter can decrease the quality of the cut performed by the probe. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the evaluation did not confirm abnormal noise and how and when the inner cutter became damaged cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the actuation of the probe failed during a procedure. It produced an abnormal sound and was unable to cut. The aspiration function is unknown. The product was replaced and procedure completed with no patient harm.